Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified proximal left circumflex (lcx) artery. After pre-dilation was performed, a 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. To perform dilation again, the device was removed but it was noticed that the stent was lifted. The procedure was then completed with a 3.0x32 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Struts from most proximal stent strut row were lifted from the stent profile and pulled distally. The od (outer diameter) of the remaining undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple shaft polymer extrusion kinks. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified proximal left circumflex (lcx) artery. After pre-dilation was performed, a 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. To perform dilation again, the device was removed but it was noticed that the stent was lifted. The procedure was then completed with a 3.0x32 synergy stent. No patient complications were reported.